Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have accidentally cracked display screen. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.